Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1034004) indicated that the mynx device met all performance specifications upon shipment.

Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic heart catheterization procedure on (B)(6) 2011. A 5f procedural sheath was used to obtain access into the common femoral artery. There was no report of a pre-procedural femoral angiogram taken to assess the suitability of closure. Following the procedure, the physician who is a trained user of the mynx, chose the device for femoral arterial closure. It was reported that the physician deployed the device and pulled the balloon back to the arteriotomy. After the sealant was deployed, the physician pulled negative on the syringe to deflate the balloon. When the physician attempted to remove the device, he met resistance. The physician released the vacuum on the syringe and pulled negative again to verify balloon deflation. The second attempt to remove the device was once again met with resistance, so the device was pulled through the advancer tube. Manual compression was held over the access site for 2 minutes and hemostasis was successfully achieved. The patient's pulses and the result of his oximetry test on his lower extremity were normal. Following the closure procedure, the balloon appeared to be missing from the end of the delivery system and it was not also in the advancer tube. The cath lab personnel were concerned it was in the vessel but additional imaging led them to agree that the balloon is in the tissue tract. It was also reported that the patient was pain free and symptom-free of distal embolization. The patient was ambulated and discharged to home without clinical sequelae reported.